Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. In addition, it was reported that a cartridge change error occurred, also during the load sequence. It was also reported that an auto-off alarm occurred. Customer¿s blood glucose level was 271 mg/dl.